Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Physician reported right side device rupture, capsular contracture, baker grade IV, and "discomfort" diagnosed via ultrasound. The device has been explanted and replaced with a new implant.

Event description:
Physician reported right side device rupture, capsular contracture, baker grade IV, and "discomfort" diagnosed via ultrasound. The device has been explanted and replaced with a new implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, two openings assessed as fold flaw opening. ¿ capsular contracture-breast: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.